Event description:
It was reported that during implant procedure, this right atrial (ra) lead was an attempt. The physician tried to insert the lead on the atrium but a high threshold value was confirmed. Subsequently, the physician tried to removed the lead and screwed into the myocardium in order to correct the position, nevertheless the lead was difficult to remove. After applying several rotations it was able to removed. Once the lead was taken out of the body, it was noticed that the helix was stretched. A new ra lead was succesfully implanted with good electrical measurements. No adverse patient effects were reported.

Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to unintended use error caused or contributed to event.

Event description:
It was reported that during implant procedure, this right atrial (ra) lead was an attempt. The physician tried to insert the lead on the atrium but a high threshold value was confirmed. Subsequently, the physician tried to removed the lead and screwed into the myocardium in order to correct the position, nevertheless the lead was difficult to remove. After applying several rotations it was able to removed. Once the lead was taken out of the body, it was noticed that the helix was stretched. A new ra lead was succesfully implanted with good electrical measurements. No adverse patient effects were reported.